Manufacturer narrative:
Device evaluation: results - the customer returned (1) open 5mm, 31g pen needle without the inner shield from lot # 5147042. Customer states that the patient end of her pen needle broke off into her abdomen. The returned pen needle was examined and no bent or broken IV or non-patient end of the cannula was observed. A review of the device history record was carried out for the reported lot number 5147042 and no non conformances were raised in association with the packaged lot or the sub-assembly lot for low adhesive or cannula pull force concluding all inspections were performed per the applicable operations and met qc specifications. The lot of pen needle product concerned was manufactured in bd (B)(4) between the dates of the 22.08.2015 and 24.08.2015. The pen needle sub-assembly lot was manufactured in bd (B)(4) between the dates of the 18-08-2015 and the 22-08-2015. A review of the maintenance records showed that there was no related maintenance performed on the assembly line at the time the lot was produced. Conclusions - based on the sample received, bd was not able to duplicate or confirm the customer¿s indicated failure. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
This device does not have an expiration date. Device evaluation: a sample has been returned for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the customer's injection, the patient end of the suspect device broke off into her abdomen. The customer could see a small amount of broken pen needle in her abdomen but when she stood up, it was no longer visible. She states she can feel a tiny pinch under her skin at the injection site. The customer was referred to her physician. She went to her doctor's office and was sent her to the hospital for an x-ray. The broken needle was not detected on x-ray. No further interventions were provided at this time and the patient will follow up with her doctor in 3 weeks from time of initial notification.